Event description:
Pt had implanted pump turned off due to lack of adequate therapeutic response approx one yr ago, and was switched to oral methodone. Pt decided to have pump removed because of success with oral therapy. At explant, physician discovered catheter fracture, and a portion of the catheter remains in the pt with no present symptomatic results.

Manufacturer narrative:
4/14/1998: g9-manufacturer report number has been corrected here and in header. Manufacturer adress listed below.

Manufacturer narrative:
04/14/1998: manufacturer report number has been corrected here an in on header on page 1. Manufacturer address listed.